Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that a 12mm powerflex pro pta balloon catheter (bc) was inserted through a sheath and positioned into the right pulmonary artery. The balloon was then inflated with an inflation device (30/30), however it would not deflate properly and completely. There was obscuring forward flow. There was no reported patient injury. There is no additional information known at this time. The product was not returned for analysis. A device history record (DHR) review of lot 17037457 revealed no anomalies or non-conformances associated with the reported complaint. The reported ¿deflation difficulty-partial or slow¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported deflation difficulty; therefore, no corrective/preventive action will be taken.

Event description:
During an unknown procedure, it was reported that a 12mm powerflex pro pta balloon was inserted through a sheath and positioned into the right pulmonary artery. The balloon was then inflated with an inflation device (30/30), however, it would not deflate properly and completely. There was obscuring forward flow. There was no reported patient injury. The device will be returned for analysis. There is no additional information known at this time.

Manufacturer narrative:
(B)(4). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.